Event description:
The plaintiff's attorney alleged that the decedent experienced a comma event on (B)(6), 2013 and subsequently expired on (B)(6), 2013 after the use of the product.

Manufacturer narrative:
This one event (death) of two events reported for the same pt involving three separate products; associated mdrs #: 2937457-2014-00149;00150, 1225714-2014-00243, 1225714-2014-00244; 00245; 00246.